Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #2). Additional emdr were submitted to represent the bard/davol ventralex (device #1 and device #3). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #2). On (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #3). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1 and device #3) and the bard flat mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #2). (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #3). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1 and device #3) and the bard flat mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with strangulated incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the sac contain serous fluid was debrided. A few adhesions between the omentum and the sac were divided. A large ventralex mesh (device #1) used for umbilical hernia repair was placed under the hernia ring and secured in position using sutures.¿ (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿incisional hernia was developed between the patch (device #1) and the hernia ring towards the left of the midline. The sac of the hernia contain omentum, that was incarcerated with soft adhesions was removed. The ventralex patch (device #1) was replaced with sutures. The hernia defect was covered by bard flat mesh (device #2) that was set in position with staples.¿ (B)(6) 2009 - patient was diagnosed with abdominal pain, recurrent symptomatic incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #3). Per operative notes, ¿hernia sac contained omentum was excised. A large size of ventralex patch (device #3) was used to repair the hernia. This was secured to the skin with suture including the marlex mesh (device #2) and the hernial ring.¿ (B)(6) 2015 - patient was diagnosed with hiatal hernia thereby underwent laparoscopic repair. Per operative notes, ¿midline adhesions were taken down. Roux-en-y gastric bypass was performed. The midline hernia was repaired using sutures.¿ (B)(6) 2015 - patient was diagnosed with incarcerated incisional hernia thereby underwent robotic assisted repair with the implant of ventralight st mesh using echo ps (device #4). Per operative notes, ¿multiple adhesions were taken down and the fascia defects were closed with sutures. A ventralight st mesh using echo ps (device #4) was pulled up to the abdominal wall and the mesh was tacked to the abdominal wall using secure strap.¿ (B)(6) 2017 - patient was diagnosed with small incisional hernia with severe rectus diastasis thereby underwent open repair. Per operative notes, ¿the patient had large scar. A small incisional hernia and severe rectus diastasis around previous hernia repair was exposed. It was repaired using sutures.¿ attorney alleges that the patient had adhesions, pain and emotional injuries. It was also alleged that the patient had separation of wound edges, depression, weight gain, stress.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 5 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note, the manufacturing date (15-aug-2007) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #2). Additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). And mesh ¿ ventralex (device #3). An additional emdr was submitted to represent the ventralight st w/ echo (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.